Event description:
See initial report.

Manufacturer narrative:
Based on investigation results of similar complaints and without information received from the customer about disinfection process, there was no evidence that the source of contamination is in the heater cooler itself, but could be most likely related to location where device is used/stored and/or due to the fact that the device instructions for use could be not followed correctly.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in blackpool, united kingdom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the involved unit has recently been tested negative for mycobacteria. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.